Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for morbid obesity and bariatric surgery. Approximately four years post filter deployment, it was alleged that the filter struts were perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately fourteen years and five months of post deployment, computed tomography studies demonstrated that the filter showed grade 3 perforation with a 2 o'clock leg to abut aorta and grade 2 perforation by the 5 o'clock strut extending about 0.98 cm, the 7 o'clock strut extending about 0.55 cm and the 6 o'clock strut extending about 0.85 cm into the cava. Multiple grade 1 perforations of other legs were also found. There was no substantial tilt or migration and the apex of filter does not touch wall of inferior vena cava. Also, the filter was negative for fracture or missing struts. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. A definitive root cause for the alleged perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 11/2008). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient with venous insufficiency and morbid obesity. At some post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.